Manufacturer narrative:
(B)(4). Serial# : manufacture date: (B)(4) 3 march 2006. (B)(4) 20 november 2003. (B)(4) 31 july 2008. Method: three complaint rd900 neopuff infant resuscitators were returned to the fisher & paykel healthcare (fph) service centre in (B)(4) and were inspected by a trained fph service technician. Our investigation is based on the service report provided by the fph service technician. Result: the performance test revealed that the manometers of the three subject neopuffs were out of specification. Visual inspection revealed that the gas inlet port of the first neopuff (# (B)(4)) was broken and the case of the second neopuff (# (B)(4)) was cracked. There was no physical damage found with the third neopuff (# (B)(4)). Conclusion: it is most likely that the out of specification manometers and physical damage were caused by some sort of impact to the neopuffs. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It should be noted that the complaint devices were more than 9, 11 and 14 years old respectively. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The subject neopuff units were repaired and returned to the customer after passing all the necessary performance tests.

Event description:
A healthcare facility in (B)(6) reported that the manometers of three rd900 neopuff infant resuscitators were out of specification. Service was requested there was no patient involvement.